Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new system implant procedure. During the procedure, the right ventricular lead exhibited a failure to capture. No other electrical anomalies were noted. The lead was removed and replaced successfully. The patient did not experience any symptoms.

Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.